Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in a moderately calcified unspecified vessel. The 12mm x 3.50mm nc quantum apex balloon catheter was selected and advanced to treat the target lesion. Upon inflation, the pressure did not go up and contrast media leakage was noted in the coronary artery. A balloon rupture was suspected. The procedure was completed with another nc quantum apex balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device codes 1546 relates to component code 419. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).